Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent an unknown surgery in which seprafilm was used. Subsequently, the patient experienced an unspecified infection. It was reported the surgeon used two other non-baxter products for hemostasis. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. The patient outcome was not reported. No additional information is available.